Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device and left ventricular lead exhibited pacing inhibition associated with oversensing.